Manufacturer narrative:
Further investigation is now complete on meter (B)(4). The root cause of the failures identified, damaged liquid crystal display (lcd), a burnt mark on the back of the lcd, as well as burnt marks on the printed circuit board (pcb) were due to an external surge voltage from the serial communications port. No new issues were observed. The complaint is not confirmed.

Event description:
Customer reported observing a black mark on the screen of their adc blood glucose meter. The product was returned and investigated. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this issue.

Manufacturer narrative:
The initial visual inspection observed a damaged liquid crystal display (lcd), a burnt mark on the back of the lcd, as well as burnt marks on the printed circuit board (pcb). The root cause of these observations has not yet been identified and further investigation is in process. A follow-up report will be submitted once additional information is obtained. (B)(4).